Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt on (B)(6) 2004 and obtained the following info. For the past couple of weeks, the meter would give the pt a clean test area message and she would retest and obtain a blood glucose reading. On (B)(6) 2004, meter kept giving her the cta and was unable to test her blood glucose and obtained 200mg/dl. Md advised the pt to contact lfs and to go home and take her set amount of insulin. Md did not treat the pt or advised the pt to increase her insulin. Pt had been cleaning the meter properly and the batteries were replaced less than a year ago. This case is being reported as a malfunction, since the clean test area message was not resolved.